Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the prolongation of the surgery (2 hours) only caused by the fact that a second cdh29a was used? Or were there other factors that contributed to the prolongation such as patient condition?

Event description:
It was reported that during a low anterior resection, the surgeon fired the device as normal. There didn¿t appear to be anything wrong with firing. However, on inspection of the tissue post-firing (donuts) that was lodged in the stapler, it appeared that one of the donuts was not complete. This indicated an incomplete firing sequence. The surgeon was forced to restart this part of the procedure and used another device to complete the anastomoses. The procedure took two more hours to complete. The case completed as normal. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Was the prolongation of the surgery (2 hours) only caused by the fact that a second cdh29a was used? Yes.

Manufacturer narrative:
(B)(4). Batch # p57y86. Device evaluation: the analysis results found that the cdh29a device arrived with no apparent damage. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The event described could not be confirmed as the device performed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.